Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 600mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past four days. It was stated that the infusion set has been changed three times since her admission. It was stated that the cannulas were bent and noticed upon removal of the infusion sets. Troubleshooting was declined at the time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.